Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, through has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that after the use of nupro white varnish (grape), a pt experienced what appeared to be an allergic reaction. The pt went to an urgent care clinic and was diagnosed with a present allergic reaction. The pt was administered a cortisone shot and given a prescription to alleviate the reaction. As of present, the pts' symptoms are continuing to improve.

Manufacturer narrative:
Product was not returned and so therefore could not be evaluated for root cause. Because the lot# was reported, retain product was tested and the DHR was reviewed; retain product met all specifications and no errors or discrepancies were found in the DHR.